Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed inadequate capture threshold on the atrial lead. X-ray was performed and revealed atrial lead dislodgement. The patient experienced symptoms of dizziness. On (B)(6) 2023, the physician elected to reposition the atrial lead. The patient condition was stable before, during, and after the repositioning.